Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/oct/2016. In response to FDA report number: mw5098086. (B)(4). The events of fibromyalgia, capsular contracture, (B)(6), "implants have been making me sick for years", hashimoto's disease, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hashimoto's, (B)(6), fibromyalgia, "infection after infection", "implants have been making me sick for years", and capsular contracture baker grade IV.

Event description:
Patient via regulatory agency reported experiencing hashimoto's disease, (B)(6), fibromyalgia, "infection after infection", "implants have been making me sick for years", "believes there to be mold inside the device," and capsular contracture, baker grade IV. Patient later reported "pectus exacavatum" and "I am extremely sick blacking out"; these events are not device related. Device remains implanted. This is for the left side.